Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / exhaust + inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tubing of the pump. No functional abnormalities were noted with the pump. Both cylinders were received with tow sutures still attached. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the piece of detached exhaust tubing. No functional abnormalities were noted with the piece of detached exhaust tubing, piece of detached inlet tubing, or connector. The information received indicated the device had tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to pump tubing leakage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a pump tubing leak. The reservoir was retained and reused. No other adverse patient effects were reported.